Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer stated: "citrate tubes arrive at the lab underfilled. They notice leakage of blood past the cap on the tube. " per customer, no exposure to blood or bodily fluids, no serious injury or harm has occurred due to the leakage.

Manufacturer narrative:
Bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer stated: "citrate tubes arrive at the lab underfilled. They notice leakage of blood past the cap on the tube. " per customer, no exposure to blood or bodily fluids, no serious injury or harm has occurred due to the leakage.